Event description:
It was reported that, patient has persistent hip pain. Additional information provided in the user facility report received (B)(4) 2012: (B)(6) female underwent rthr revision (B)(6) 2012, s/p (B)(6) 2011, rthr for oa w/ stryker rejuvenate components. The pt was doing well until she developed groin pain in (B)(6) 2011. On (B)(6) 2012, she received an us-guided r iliopsoas bursa injection. The us showed moderate iliopsoas tendinosas. The pt underwent r hip MRI on (B)(6) 2012, for tendinosis and concern w/ implant loosening on (B)(6) 2012, serum chromium < 1.0 (ref <5.0) was not elevated. However, serum cobalt was elevated, 28.0 (ref <1.0). R hip synovial us-guided aspiration/biopsy on (B)(6) 2012, noted findings consistent w/ immunologically mediated reaction to particulate material consistent w/corrosion products. Reaction is predominantly granulomatous. The (B)(6) 2012, revision was performed without complication. Histopathology findings are consistent w/ a granulomatous immunologically mediated reaction to implant material, consistent w/ corrosion products. Alval score is 6/10 (synovial ling 2, inflammatory infiltrate 3, tissue organization 1). Findings are similar to those of fine needle biopsy of (B)(6) 2012.

Manufacturer narrative:
An evaluation of the devices cannot be performed as the devices were retained by the hospital and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same event as MFR # 2249697-2012-00699. (B)(4). Additional information from the user facility report: pt identifier: (B)(6), date of report: (B)(4) 2012, brand name: rejuvenate, common device name: modular neck, MFR name and address: stryker orthopedics, (B)(4), other#: 127/132 0 30 mm, device available for eval: yes.